Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic with an open area above pacer incision site. This area went all the way down making the implanted device visible. The whole system was explanted and a new system was implanted on the right side. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found.